Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high threshold measurements, noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Review of stored device memory revealed that pacing impedance measurements varied from 400 to to greater than 2,000 ohms for approximately two months, then remained stable at 400 ohms. Electromagnetic interference (emi) was suspected from the patient's previous residence as the out of range measurements have not occurred since the patient moved. Noise was unable to be reproduced on the rv lead with patient isometrics, however, noise was observed on the right atrial (ra) lead during patient isometrics. Programming changes were made to atrial sensitivity and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.